Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high impedances measurements measuring greater than 3,000 ohms on the right atrial (ra) channel. Additionally, there were stored episodes with noise and intrinsic amplitudes were out of range. The device had recorded a signal artifact monitor (sam) event and the respiratory sensor was disabled due to sam event. The plan was to have the ra lead replaced. This device currently remains in service. No adverse patient effects were reported.